Event description:
It was initially reported that the patient had a manic episode (B)(6) 2012. The month before the patient had their settings increased. The physician felt that the increase in settings may have been a trigger for the manic episode. The patient was referred to a psychiatrist and had their setting lowered. Since then the settings have been adjusted but the patient has been doing well with no addition bouts of mania. No further information was provided by the physician's office.